Event description:
Boston scientific received information that this patients home monitoring equipment detected out-of-range (oor) impedance measurements. As of this date, we show no boston scientific right ventricular (rv) lead listed for this patient. Attempts to gain additional information was unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this device was explanted and returned to us for analysis. No further information was obtained. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.